Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('painful periods') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), irritability ("extreme irritation"), impatience ("impatience"), fatigue ("constant fatigue"), pain ("aches and pain all over"), arthralgia ("pain in hips/ right side, hurts when I sit, it's a deep pain"), migraine ("migraine") and menorrhagia ("painful heavy periods"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the dysmenorrhoea, migraine and menorrhagia had resolved and the irritability and impatience outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, fatigue, impatience, irritability, menorrhagia, migraine and pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: impatience, extreme irritability, medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received:-new event I had "constant fatigue" and "aches and pain all over" was added. Reporter was added. On 23-mar-2020: social media received. New reporter information added. Event "pain in hips/ right side, hurts when I sit, it's a deep pain" was added. On 23-mar-2020: social media content received event migraine and heavy painful periods was added and outcome of the events recovered resolved and new reporter was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced irritability ("extreme irritation") and impatience ("impatience"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, irritability and impatience outcome was unknown. The reporter considered impatience, irritability and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ ones were reported via social media: impatience, extreme irritability, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: this case was upgrade to incident from other event case. New event "post essure" was added. Reporter information was added. On 20-mar-2020: fu 3 & 4 were processed together. Social media received: reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.